Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025, the patient¿s cgm was reading around 133 mg/dl, and the bg meter was reading 58 mg/dl." H2 correction.

Event description:
On (B)(6) 2025, the patient¿s cgm was reading around 133 mg/dl, and the bg meter was reading 58 mg/dl.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading around 133 mg/dl, and the bg meter was reading 58 mg/dl. The patient was dizzy, had bradycardia, and was hypertensive. Emergency medical services was called and transported the patient to the emergency room. Once at the ER, it was reported the patient¿s heart rate was only 25 beats/minute and he was admitted to the intensive care unit (ICU). It was not reported what was used to reverse the patient¿s hypoglycemia. During the patient¿s hospitalization, he was treated with insulin as needed. It was also stated the patient¿s cgm was always ¿between 60-80 points¿ different when compared to the hospital bg meter (which was used for all the patient¿s treatment decisions. The patient was discharged on (B)(6) 2025 with a heart rate of 74 beats/minute. The reporter also mentioned the patient is doing cardiac rehab and the program is not "diabetes friendly". The patient was ¿getting better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.